Manufacturer narrative:
The pump was received with missing segments due to cracked and bleeding lcd glass. The displacement test or verify unresponsive buttons, were unable to be performed due to missing segments. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, reservoir tube cracked, and cracked reservoir tube window.

Event description:
The customer reported via phone call of button error and cosmetic damage on their insulin pump. The customer's blood glucose at the time was 198mg/dl. The customer states there is a crack on the bottom plastic area, and you cannot see the screen due to the crack. The customer states they cannot read the screen and the pump is not functioning as designed. The customer states the act button is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.